Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch as a low out of range pacing impedance measurement of less than 200 ohms was observed on the right atrial (ra) channel. High thresholds and oversensing of noise was also observed on the ra channel. At this time no changes have been made and the pacemaker remains implanted and in service. No adverse patient effects were reported.